Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records provided. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code and device code) and h10 (provide narrative/data). Additional information received via medical records revealed approximately 2 years 19 days post tavr procedure, mild central regurgitation was observed along with stenosis of the valve. The aortic valve mean gradient was 45 mmhg. Approximately 2 years 2 months 13 days post tavr procedure, the patient underwent a valve in valve procedure. Initially, it was believed that the original aortic valve may not have been able to be fully deployed. Therefore, prior to the valve in valve being performed, the original aortic valve was dilated with a non-edwards balloon. A transthoracic echocardiogram (tte) was performed which revealed the transvalvular gradient was 20 mmhg with mild to moderate central aortic insufficiency. A decision was then made to place an additional aortic valve. The valve in valve procedure was performed successfully with no significant paravalvular leak (pvl), no procedural complications and no edwards device malfunctions. The transvalvular gradient was 9 mmhg. The investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Medical records were provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, valve stenosis and regurgitation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for valve stenosis and central regurgitation resulting in a valve in valve procedure being performed were confirmed through the provided medical records. A review of the DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the reported events. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, the patient had a past medical history including "infective endocarditis status post bioprosthetic mitral valve replacement with tricuspid valve repair". Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (less than 60 days) or late (great than 60 days). Late prosthetic valve endocarditis is usually caused by an infection that occurs elsewhere in the body and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. In the bloodstream, endocarditis can multiply and spread across the inner lining of the heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction of blood flow with increased gradients. It is possible that the inflammation and/or damage of heart tissue caused by endocarditis caused some narrowing of the arteries and potentially worsened the valve stenosis. Additionally, it was reported that "initially, it was believed that the original aortic valve may not have been able to be fully deployed." The under expanded condition of the valve could reduce the effective orifice area of the valve, resulting in stenosis. In this case, available information suggests that patient factors (endocarditis) and/or procedural factors (under expanded valve) may have contributed to the reported event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). In this case, the patient is reported to have stenosis which can prevent the valve leaflets from opening and closing properly, leading to central regurgitation. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 2 months 13 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient underwent a valve in valve procedure with a 20 mm sapien 3 ultra resilia valve due to stenosis, regurgitation and an increased in the mean gradient.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.